Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) back-up battery does not hold a charge when being transported from storage to operating room (or) room. Replaced mvs universal power supply (ups) battery cartridge and performed a system checkout. Imaging system operational. Issue resolved. On (B)(4) 2016 a medtronic representative, following-up at the site, confirmed replacing the ups battery cartridge resolved the issue. The imaging system is functioning normally. No further issues have been reported.

Event description:
A site representative, dispatcher, received a report from the site radiographic technologist (rt), that their imaging system monitor was not holding a charge. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.